Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was noted on the keypad traces. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, missing end cap sticker and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported all of the buttons on the insulin pump had intermittent response. Customer's blood glucose was 149 mg/dl. The device was not exposed to moisture or dropped. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.